Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a slight overcorrection in a patient post lasik. There are multiple reports for this facility. This report addresses the a male patient born in (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. At the visit on site, the field service engineer verified the system according to company specifications. No abnormalities were found to have contributed to the reported event. Logfiles were reviewed. No contributing factors identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).